Event description:
--

Manufacturer narrative:
(B)(4). Upon additional information this investigation will be updated.

Manufacturer narrative:
(B)(4). Additional information received noted that defibrillation testing was not performed. The new detection settings did not show oversensing thus the system was left as is. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had multiple episodes of non sustained ventricular tachycardia episodes with inappropriate anti tachycardic therapy delivered. A review of the episodes noted oversensing of atrial flutter with the right ventricular lead. The patient was pacemaker dependent thus pacing inhibition occurred. The sensitivity was changed and defibrillation testing was scheduled to ensure proper sensing of future ventricular fibrillation episodes. In addition, atrial flutter ablation was also scheduled in the near future. A follow up was scheduled in the next week. No additional adverse patient effects were reported.